Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel; the delivery system was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of cardiac arrest and ischemia are listed as potential adverse events of death and myocardial infraction (which may lead to cardiac arrest) in the xience prime everolimus eluting coronary stent systems instructions for use. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a coronary procedure was being performed in the proximal left circumflex coronary artery. After the 2.75 x 18 mm xience prime stent crossed the lesion, slow flow was noted and treated with dilatation. The slow flow was corrected to normal flow; the patient was transferred to the critical care unit. Sudden cardiac arrest happened after 20 - 30 minutes. The patient was resuscitated but subsequently died. The patient had other comorbidities and the physician did not think the xience prime stent contributed to the patient death; however, the exact cause of death was not provided. No additional information was provided.